Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium- large clip applier instrument was analyzed and found to have a grip cable dislodged at the proximal end. The complaint regarding a wire coming out of the arm of the device was confirmed by failure analysis. Common causes of the failure mode dislodged grip cable at the proximal end are attributed to component failure. The dislodged grip cable at the proximal is causing loose cables at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.